Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a rewind anomaly. The customer's blood glucose level was 410 mg/dl. The customer was assisted with turning the sensor feature off. Nothing was replaced or returned.